Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and full lower arch were placed in ada site 30 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 3 months after the dental implant and full lower arch were placed in ada site 30 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).